Event description:
It was reported that gastrointestinal videoscope had crystallization of rubber. The issue was found during maintenance of the device. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: crystallization substance presents on the boot of the connecting seat. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the rubber had crystallization and crystallization substance presents on the boot of the connecting seat is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.